Event description:
Low volume prompts from device, set at maximum volume. There was no patient involved in this event.

Event description:
Low volume prompts from device, set at maximum volume there was no patient involved in this event.

Manufacturer narrative:
Failure of the speaker. The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed and the device passed ¿out qat from heartsine technologies on the 11th december 2019. Upon receipt at heartsine, the device was issuing low volume audio prompts as per the reported fault. During the investigation measurements were recorded that confirm a high resistance across the speaker, which had resulted in a low volume output. The speaker was replaced with a known good component and no audio fault was observed. The fault of the speaker did not prevent the device from delivering shock therapy, as demonstrated during the investigation, as the device continued to prompt via the instructional leds. The device was subject to sam 350p final unit test, on the 11th december 2019, with the audio prompts verified multiple times during this procedure. This would indicate that the speaker had failed after release from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.